Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent system was used during a gastroscopy procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a benign esophageal stenosis resulting from a previous thyroid surgery. The stenosis was 4cm in length. The patient anatomy was not noted to be tortuous. During the procedure, the stent was implanted within the patient. No issues were encountered during the stent placement. Following deployment, a kink was observed in the stent. The complainant indicated that the kink most likely occurred during preparation of the stent system. The physician left the stent implanted for 24 hours hoping that the kink would resolve. The following day the physician removed the stent from the patient. A non-bsc stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found damage to the edges of the stent. The analysis did not reveal any discoloration, missing parts, or design irregularities. The radiopaque markings were clearly visible. A review of the device history record (DHR) was performed and no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent system was used during a gastroscopy procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a benign esophageal stenosis resulting from a previous thyroid surgery. The stenosis was 4cm in length. The patient's anatomy was not noted to be tortuous. During the procedure, the stent was implanted within the patient. No issues were encountered during the stent placement. Following deployment, a kink was observed in the stent. The complainant indicated that the kink most likely occurred during preparation of the stent system. The physician left the stent implanted for 24 hours hoping that the kink would resolve. The following day the physician removed the stent from the patient. A non-bsc stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.